Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) office of this action on january 17, 2018 (recall number: z-0532-2018 (res 78989). We also notified customers of this activity with a letter dated january 17, 2018. The customer''s updating was completed on march 14, 2018. After continued monitoring of reoccurrences, this report is complete and the issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the monitored data for the telemetry patients disappeared from the display at the central monitor for 1-3 minutes, and then reappeared immediately after the system reset itself. No injury was reported as a result of this event.